Event description:
The customer received questionable troponin I results from two cobas e601 analyzers. Of the data provided, only the results from serial number (B)(4) were discrepant and reported outside the laboratory. The sample was from a second hospital whose vitros chemistry analyzer was down and could not run troponin I. The initial results were 4.4 ng/ml and 4.5 ng/ml. The sample was tested on another cobas e601 and the result was around 4.2 ng/ml. A second sample from the patient was tested and the results were 4.2 ng/ml and 4.1 ng/ml. The customer put new reagent on the analyzer, calibrated and repeated the samples with results around 4.2 ng/ml. The result of 4.4 ng/ml was reported to the original hospital. The patient was transferred to a third hospital by air for cardiac treatment and the result with a new sample from the patient on a siemens vista analyzer was <0.017ng/ml. The patient underwent an echo test at the third hospital and all results were negative. The patient did not receive invasive treatment and was being discharged with no evidence of cardiac involvement. When the vitros analyzer at the hospital for whom they originally ran the specimen came back up, that hospital ran the sample and got a result of <0.012 ng/ml. This result was believed to be correct. The reagent lot number was 17978401 with an expiration date of 12/31/2015. The field service representative ran performance testing and did not find any problems with the operation or performance of the analyzer. There was not enough patient sample for further inspection of the sample or sample handling. He determined since the instrument was functioning properly, the sample was most likely handled improperly causing the discrepant result. All checks passed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Unique identifier (UDI)#: (B)(4).

Manufacturer narrative:
A specific root cause could not be identified as no sample from the patient was available for further investigation.